Manufacturer narrative:
Additional, changed, and/or corrected data. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported "patient underwent new tests and the lymphoma, which had already been confirmed, metastasized", "prominent mediastinal lymph nodes plus (superior left and right inferior paratracheal chains, prevascular and infracranial), right internal mammary and bilateral pulmonary hila, measuring up to 10.5 mm in the shortest axis", "thoracic lymph nodes, image with soft tissue density in the left anterior pelvic wall, and areas of increased metabolism in the iliac and right femur, with increased metabolism, suspected for lymphoma", "immunophenotypic analysis of peripheral blood shows t, b and nk lymphocytes within reference values for age". The following event is not device related "the suspected bone involvement (blast lesions) associated with bia-alcl were not confirmed by CT-guided biopsy.

Event description:
Patient representative reported "patient underwent new tests and the lymphoma, which had already been confirmed, metastasized", "prominent mediastinal lymph nodes plus (superior left and right inferior paratracheal chains, prevascular and infracranial), right internal mammary and bilateral pulmonary hila, measuring up to 10.5 mm in the shortest axis", "thoracic lymph nodes, image with soft tissue density in the left anterior pelvic wall, and areas of increased metabolism in the iliac and right femur, with increased metabolism, suspected for lymphoma", "immunophenotypic analysis of peripheral blood shows t, b and nk lymphocytes within reference values for age". The following event is not device related "the suspected bone involvement (blast lesions) associated with bia-alcl were not confirmed by CT-guided biopsy. Patient representative further reported right side "pain", "it was confirmed bia-alcl", "mild chronic and acute inflammation" and seroma. Pathological markers cd30+ and alk- have been received. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma-alcl and seroma late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl.

Event description:
Patient representative reported right side "pain", "it was confirmed bia-alcl", "mild chronic and acute inflammation" and seroma. Pathological markers cd30+ and alk- have been received. The device has been explanted.